Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of ¿got covid" and "flu/sinusitis," deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the temporal region with 2 syringes of juvéderm® voluma¿ with lidocaine. The patient experienced covid-19 and flu/sinusitis soon after the procedure, deemed not related to the device. It also noted that the patient was injected in a ¿very thin skin and little subcutaneous tissue was not the most appropriate, leading to visible accumulation of product.¿ massaging and monitoring was suggested, and if the treatment did not work, then hyaluronidase was recommended. The event is ongoing.